Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked from the top of the pressure pump; further stated as coming from the seam. This was observed while hooked up to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which observed a defect in the hand pump between the assembly of the top caps and barrel tubing. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is supplier related. Due to the nature of the returned sample. No additional testing could be performed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.